Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during cholecystectomy air leaked. Another device was used to complete the case. There was no adverse consequence to the patient. Device will be returned.